Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on two patient samples upon initial testing on an alternate dimension vista 1500 instrument (serial number (B)(4)) and upon repeat testing on a dimension vista 1500 instrument (serial number (B)(4)). The discordant results were reported to the physician(s). The samples were repeated multiple times on the dimension vista instrument (serial number (B)(4)) and obtained corrected results upon last repeat. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.